Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed. There is no documentation that supports a causal association between the patient¿s hospitalization for progressive hypotension and the liberty select cycler. The patient was on anti-hypertensive medication prior to the event likely a cofounding factor for the patient¿s low blood pressure. There is a possible association between the patient using more 2.5% delflex solution during pd and the patient¿s progressing hypotension. The patient was continued on pd therapy while hospitalized and the patient¿s hypotension resolved. There is no documentation that indicates the patient¿s incidental finding of possible peritonitis was associated with the liberty select cycler. There have been no reported allegations of a liberty select cycler product deficiency or malfunction related to the patient¿s peritonitis event. However, the patient did have reported pd catheter (not a fresenius product) malfunction for which the patient declined medical intervention. The patient had ongoing abdominal pain and distention which may have been associated with pd catheter malfunction or peritonitis. The patient was treated with antibiotics and is reportedly recovering from the event.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) reported they were hospitalized due to unspecified issues related to her pd catheter (not a fresenius product). Information received through follow-up revealed the patient was hospitalized for progressive hypotension, with symptoms of light-headedness which worsened in the upright position, and incidental finding of possible peritonitis. The patient¿s past medical history is significant for hypertension for which the patient was taking antihypertensive medications; notably coreg 12.5 milligrams (mg) daily and hydralazine 100 mg/ nifedipine 60 mg when systolic blood pressure above 150 mm/hg. Moreover, the patient had reports of chronic and ongoing abdominal pain and distention. The patient had a malpositioned pd catheter, which the patient declined treatment. The patient was on daily pd and reported to had been using more delflex 2.5% pd solution to relieve symptoms of distention. While hospitalized, the patient received bolus of intravenous (IV) normal saline (unknown amount). The patient was also discontinued from her antihypertensive medications and initiated on anti-hypotensive agent midodrine 5mg. Additionally, the patient¿s pd effluent showed mildly elevated white blood cell (wbc) and as a result the patient was placed on antibiotics for possible peritonitis. The patient reportedly continued pd therapy during hospitalization. The patient¿s hypotension resolved during hospital stay (blood pressure (bp) recorded 117/77) and the patient was discharged home six days later. Per the patient¿s pd nurse, the patient continued antibiotic therapy upon discharge with vancomycin 1000 mg intra-peritoneal (ip) x 2 doses and cefepime 1000 mg ip once daily for 10 days. The patient is reported to be recovering and continuing pd therapy without further reported issues.